Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used non-retracted unit and three photographs. Upon inspection of the returned unit damage to the hub was observed. The damage to the hub is catching on the grip of the device and prevent complete retraction. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to the load hub or spring station. DHR could not be performed due to unknown lot#.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: after puncture, hcp pressed the button but the needle was not retracted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: after puncture, hcp pressed the button but the needle was not retracted.